Event description:
Information received by medtronic indicated that the insulin pump had massive crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w - unknown. Retainer ring = black. On (B)(6) 2021 the patient got into accident and dropped the pump on the table. Location of the damage is: screen and body of the pump. The pump was received with a severely cracked and bleeding lcd glass. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test due to lcd damage. The following were noted during visual inspection: minor/deep scratched display window and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. However, using a test pcba1, the history download was successful using thus and carelink upload was successful.. The pump was received with a severely cracked and bleeding lcd glass. The following were noted during visual inspection: minor/deep scratched display window and pillowing keypad overlay. Unable to perform the functional test due to lcd damage.